Event description:
It was reported by the patient that following the implantation of a preloaded multifocal toric intraocular lens (iol) in the right and left eye, the patient experienced persistent halos around lights in both eyes. The physician had indicated that the halos would resolve within a month, then six months, and eventually over time; however, the issue has persisted for 15 months without improvement. The patient described seeing one or two circles of light around every light source, regardless of brightness or time of day, which affects daily activities such as night driving and viewing lighted decorations during holidays. The halos interfere with visibility of turn signals and seeing the backs of vehicles ahead while driving at night and are disruptive during daytime activities. The patient also reported suboptimal near and arm's length vision, occasionally requiring readers for tasks such as laptop work. The lenses remain implanted, and no medical or surgical intervention has been performed or planned. No further information was provided. This report is capturing the event for the left eye. A separate report will capture the event for the right eye.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the device was not returned to the manufacturing site, as it remains implanted; therefore, product testing could not be performed, and the reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this po number have been received. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.